Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the j tube was placed. On (B)(6) 2018 during the titration period of duopa therapy, the patient experienced an ileus and a bowel obstruction. The patient received intravenous fluids and an nasogastric tube (ngt) was placed. In (B)(6) 2018, the ileus and bowel obstruction resolved and the patient was discharged from the hospital on an unknown date.